Event description:
The customer reported that during a cholecystectomy, the device stopped working. It was discovered that a piece of he active waveguide had disengaged into the pt cavity. The pt was immediately retrieved. The surgeon installed a new dissector onto the system and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.